Event description:
Boston scientific crm received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the physician encountered difficulties inserting the is-1 pin of the patient's right ventricular (rv) lead into the header of this device. The physician elected to replace the device, but again the lead would not fit into the header of the second device. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gage testing confirmed that all port diameters were within design specification range, and the set screws were checked and all operated normally. It was previously noted that the physician elected to replace this device due to lead insertion difficulties, then the lead would not fit into the header of a replacement device. Further analysis found that the diameter of the is-1 (rv) spring contact component was found to be out-of-specification. Although we found that this component was out-of-specification, this finding would not have contributed to the clinical observation of lead insertion difficulties.